Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was ins replacement surgery where the impedances on the top port are out of range and bottom port was normal but both leads were normal in the old ins and the wireless external neurostimulator (wens). Rep stated they took the lead out multiple times and reinserted lead to get the same result. While on the call, they changed the 2nd lead and moved it into top port and got all impedances out of range. They moved the leads back to their original ports, tried again and saw the top port out of range. Hcp tried to adjusting the positioning of the lead in the port. Hcp indicated that the top port that last portion felt tight and hcp had a harder time to insert the lead which was not like the bottom port. Hcp was able to adjust lead in both ports to get most of the impedances into normal range. Lead 8-15 had contacts 8 and 15 were out and could not be used but were not being used anyways. The troubleshooting steps that were taken on the call resolved the issue. No symptoms/patient complications reported. Additional information was received from the rep and it was reported that contacts 8 and 15 are still out of range. The impedance on 15 was 40,000 (do not use) and 8 was avoid.